Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: watkins, a. C., avramenko, a., soler, r., fabre, d., & haulon, s. (2018). A novel all-retrograde approach for t-branch implantation in ruptured thoracoabdominal aneurysm. Journal of vascular surgery cases and innovative techniques, 4(4), 301¿304. Doi: 10.1016/j.jvscit.2018.09.002.

Event description:
It was reported in an article from the journal of vascular surgery cases and innovative techniques titled " a novel all-retrograde approach for t-branch implantation in ruptured thoracoabdominal aneurysm " that after endovascular repair of the ruptured thoracoabdominal aortic aneurysm (taaa) by multiple stent graft, paraplegia was identified in a patient on postoperative day (pod) 3; partial motor and full sensory function returned with permissive hypertension. The status of the patient and intervention details were not provided.